Event description:
It is reported that the tip of the impactor broke.

Manufacturer narrative:
Eval summary: it is possible the device experienced extremely high impact load and was impacted off-center or at an angle causing additional bending moment and the jaws fractured due to overload. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.